Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Lot: 7074432.. Lot: 7074436.

Event description:
It was reported that the patient did not feel pain relief from the spinal cord stimulation even though there was paresthesia delivered to the pain area. Reprogramming was attempted multiple times, however, without success. The patient elected to undergo an explant procedure and was doing well postoperatively. The devices will not be returned as they were retained by the medical facility.